Event description:
A malfunction on the pump was reported by the caller, with no notable events having occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer reported multiple occurrences of the same malfunction, leading to the decision by technical support to replace the pump. The customer was informed that they would receive a pump with updated software. Instructions were provided to store and return the faulty pump, and the customer acknowledged these steps. A replacement pump was sent by technical support.